Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head come off the toothbrush - oral-b power toothbrush [device breakage]. Case narrative: consumer's husband stated on phone that toothbrush head come off the toothbrush. The toothbrush head itself is fine but the toothbrush handle where it connects has snapped. No injury was reported.

Manufacturer narrative:
18-sep-2025: manufacturing issue was investigated. Corrective action is in place.

Event description:
Head come off the toothbrush - oral-b power toothbrush [device breakage]. Case narrative: consumer's husband stated on phone that toothbrush head come off the toothbrush. The toothbrush head itself is fine but the toothbrush handle where it connects has snapped. No injury was reported. Follow-up (product investigation results): the oral-b toothbrush (suspect) was investigated. A part of the adaptor was found to have broken off. The cause of the failure was a crack in the adaptor (triggered by force and related to a known issue). The device was produced before the effective date of the implementation (ncr-156004). A corrective action had been put in place. No injury was reported.